Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed. The products returned for evaluation were one 3cg stylet within the red lumen of a 4 fr single lumen powerpicc solo catheter, one remote control holder, two blue elastic bands, two pieces of gauze, and one sealed 4 fr single lumen powerpicc solo catheter with 3cg kit in a sealed box. The returned product samples were evaluated and one of the stylets was confirmed to be broken. The following observations were made which were consistent with this failure type: ¿ microscopic examination revealed deformation of the stylet tubing at magnet edge(s). ¿ microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. ¿ some kinking of the surrounding stylet tubing, located at magnet interface(s). Measurements of the stylet tubing of each sample were taken and both were confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned samples. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process; however, it appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "they have open a new catheter just for a test with the same lot and the tip went off. This is not used with patient, just tested in their office." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "they have open a new catheter just for a test with the same lot and the tip went off. This is not used with patient, just tested in their office." No other information was provided.